Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00246: plate, 3025141-2020-00262: screw 1, 3025141-2020-00263: screw 2, 3025141-2020-00264: screw 3, 3025141-2020-00265: screw 4, 3025141-2020-00266: screw 5, 3025141-2020-00267: screw 6, 3025141-2020-00268: screw 7, 3025141-2020-00269: screw 8, 3025141-2020-00270: screw 9, 3025141-2020-00271: screw 10.

Event description:
A plate was implanted in the patient. A few weeks post op, the plate broke. The plate and screws were removed during a revision surgery and replaced.